Event description:
Ous MDR. It was reported that the pt died in the night after the implantation. The ICD could be interrogated the next day and was returned, with the leads to biotronik for analysis. Also explanted: lumax 300 dr-t, MDR 1028232-2008-00358. Linox sd 75/18, MDR 1028232-2008-00359.

Manufacturer narrative:
The damage at the outer insulation of both leads is probably due to the explantation. The deformation of the shock coils is with high probability a result of excessive tensile forces during the explantation. The analysis was unable to find any mfg error or material defect.